Manufacturer narrative:
Concomitant medical products: product ID :977a2, serial#: unknown, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a2, serial/lot #: unknown, ubd: asku, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that granulation tissue had occurred around the stimulation electrode implanted in the patients neck and that the feeling of stimulation had disappeared. It was further reported that because the spinal cord was compressed by the resulting granulation tissue, the removal of the device system and granulation was performed. Impedance testing results from (B)(6) 2020 noted that all impedance values were ok at that time. The patients physician observed the event to be severe in nature, with an unknown cause. The physician did however suspect that the granulation tissue was generated due to lead stimulation as the granulation tissue was generated around the electrode where stimulation was performed. It was considered that stimulation under specific conditions was promoting development of granulation. The physician suspected that limiting high-output stimulation might affect the tissues that the lead touched. Although re-implantation after system removal was considered, only system removal was performed because the reason for the granulation tissue was unknown. It was later noted on (B)(6) 2020 however that the patients implantable neurostimulator (ins) was still in use at that time; clarification has been sought regarding the ins explant status. It was unknown whether the issue was resolved at the time of initial report. The patient was placed under observation following the removal of their system. Regarding the patients indication for device use, it was noted the electrode was implanted in the cervical spinal epidural space and was recognized as being within the applicable range. There were no further complications reported or anticipated.